Event description:
It was reported by the patient that during a magnetic resonance imaging (MRI) scan, they experienced ¿feeling bad¿ and ¿felt like something was wrong.¿ additionally, the patient felt their heart racing with chest pressure and ¿felt like I was blacking out.¿ the health care providers removed the patient from the MRI and told the patient, ¿I¿ve got to bring your heart rate up,¿ because their heart rate was in the forties. After the patient said it was ¿hard to breathe, I still feel exhausted like someone is sitting on my chest.¿ the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.